Event description:
Operator experienced discrepant glucose results for one patient. Initial result 6 mg/dl, repeat 102 mg/dl. The initial result was not reported. The field svc rep was unable to determine the root cause, but noted he advised the customer to use repeat ranges. Performance tests were performed, and within specification.